Manufacturer narrative:
Pr 9649709 follow up MDR for device evaluation (injector): no physical samples that display the reported condition were provided for investigation. One photo was received which shows the injector and connector properly engaged and the injector luer connected to a mating device. There is no visible damage or defect that can be identified within the photo to indicate which luer connection the leakage may have occurred from. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including testing to verify all critical dimensions are within specification such as the luer threading. As a lot number was unavailable for this incident, a device history record review could not be completed. It is important to ensure all luer connections are secure before use. Based on the available information we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Event description:
Material#: 515085 lot#: 2202509 it was reported by the customer reported leaking inside blue infusion clamp during infusion. Unsure if leak occurred at patient side or at the tubing side. Verbatim: leaking inside blue infusion clamp during infusion. Unsure if leak occurred at patient side or at the tubing side.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. See h10 manufacture narrative.